Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-01936. It was reported that during a stenting treatment procedure, catheter entrapment occurred. An unspecified size promus element stent delivery system (sds) was advanced. The stent was deployed, however, stent concertina was observed. It was also reported that an ivus catheter became severely trapped in the shortened stent. The problem was resolved and no patient complications were reported. The patient's status is fine. Additional information has been requested and is not available.

Event description:
Same case as MFR# 2134265-2011-01936. It was reported that during a stenting treatment procedure, catheter entrapment occurred. An unspecified size promus element stent delivery system (sds) was advanced. The stent was deployed, however, stent concertina was observed. It was also reported that an ivus catheter became severely trapped in the shortened stent. The problem was resolved and no patient complications were reported. The patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).